Manufacturer narrative:
Electrode belt sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. The distributor evaluation indicated that corrosion was found on the u713 component inside the electrode belt distribution node (dn). The corroded component cannot be ruled out as a contributing factor to the reported service code 204. The root cause of the corrosion is liquid ingress of an unknown contaminant. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that the patient's device was producing service code 204.